Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away as a result of low blood glucose. The customer was wearing the insulin pump at the time of death. The wife stated that she did not know whether or not the cause of the customer's death was as a result of the device. Troubleshooting was not performed at the time of the call. Spouse decline to return the device for analysis. No further info was provided.